Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Rhythmcare discussed the potential risks with high shock impedance, but noted there was no indication of compromised lead integrity. This lead remains in service. No adverse patient effects were reported.